Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A 2.75x16mm taxus liberte stent was successfully implanted in the obtuse marginal (om). Eight months later, when the patient presented for a repeat angiogram, restenosis was found in the proximal portion of the stent. The restenosis was treated with a 2.75x8mm promus stent. No additional patient complications were reported with the patient's current condition listed as "stable". Additional information was requested, but is not available.